Event description:
It was reported that the driver does not engage with the implant. The procedure was completed with no impact to the patient reported.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D1: brand name. D4: additional device information. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted